Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
H10. Additional manufacturer narrative: added f10 code, h6 result code, h6 conclusion codes. Attempts to retrieve additional information were unsuccessful. The cause of the event cannot be determined; however, patient factors and progression of patient's underlying valvular disease likely impacted the event. Article citation: hamandi, m., nwafor, I., hebeler, k. R., crawford, a., lanfear, a. T., schaffer, j., al-azizi, k., potluri, s., brinkman, w. T., harrington, k., szerlip, m., & dimaio, j. M. (2020). Bioprosthetic valve fracture during valve-in-valve transcatheter aortic valve replacement. Proceedings (baylor university. Medical center), 33(3), 317¿321. Https://doi.org/10.1080/08998280.2020.1732267. H11. Corrected data: corrected d1 and g5.

Manufacturer narrative:
Tissue degeneration related structural deterioration either calcific or non-calcific are common chronic failure modes for this type of bioprosthetic heart valves. The operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The device was not returned for evaluation, as it remains implanted. Minimal information regarding this procedure was received and attempts to get additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been unsuccessful. The root cause of the event remains indeterminable. If new information becomes available, a supplemental report will be submitted. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
By reviewing the article "bioprosthetic valve fracture during valve-in-valve transcatheter aortic valve replacement" by hamandi et. Al., edwards learned that a patient with a 19mm valve implanted for an unknown implant duration underwent a vale-in-valve procedure due to early valve degeneration and stenosis. A 20 mm transcatheter valve was implanted.